Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference case (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference case(B)(4).

Event description:
It was reported that during set up, the awl tapered device was broken. The procedure was successfully completed with no surgical delay using the reported device. No further complications were reported.